Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the pump gave a rotor error but did not alarm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿the pump gave a rotor error but did not alarm.¿ the unit was triaged and the customer¿s reported condition was confirmed. Please see the service notes below for the specific details regarding the repair of the unit. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.